Manufacturer narrative:
Per the user guide: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off safety alarm occurred. Customer's blood glucose (bg) ranged from 248-300s mg/dl. Tandem technical support informed the contact on the auto-off safety feature.